Event description:
A customer reported obtaining an unexpected negative reaction with the antibody screening assay on echo (B)(4).

Manufacturer narrative:
The product had expired. No additional testing could be performed. A review of the device history record did not identify a product deficiency. The expected results were obtained when a different lot of indicator cells was used. An immucor service engineer performed the unexpected reactions checklist on the echo and found that all parameters were within specifications. Unable to rule out that original vial of indicator cells had been compromised.